Event description:
It was reported that the pulse generator exhibited erroneous elective replacement indicator (eri) and end of service (eos) during interrogation. A software download restored the device and cleared the eri/eos flags. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.